Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein a non boston scientific ipg was implanted due to an unknown reason. No further information has been obtained despite good faith efforts.